Manufacturer narrative:
Product analysis: field service found that the epg (external pulse generator) shut down, without prompt. Despite replacing the batteries, the issue continued. The epg was determined to be beyond its service life, so further analysis was not performed, and the device was not repaired. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) needed evaluation. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.